Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and sugar was over 450mg/dl on time and date of hospitalization mentioned was (B)(6) 2017 with blood glucose of over 450mg/dl and before admitted to the hospital it was 500mg/dl. Customer also stated that their current blood glucose is 96mg/dl. Customer stated that dehydrated and could not keep anything down. It was poorly controlled type 1 and seen for dehydration, nausea, vomit and high blood glucose. The customer was treated with manual injection. Customer declined to troubleshoot for the high blood sugar. Nature of treatment was findings was reported visit to ER. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.